Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2002. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The mesh was partially removed on (B)(6) 2011 due to vaginal pain and erosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent cystoscopy followed by a diagnostic laparoscopy on (B)(6) 2010 by due to pelvic pain and erosion of sling into urethra. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.